Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they had met with a vehicular accident which resulted in low blood glucose event and the customer was taken to emergency room on (B)(6) 2020. Customer was treated with intravenous and tablets to bring up the blood glucose level while travelling to the hospital. It was unknown if the insulin pump was on auto mode. The insulin pump will be returned for analysis while the reservoir and the sensor will not be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the delivery accuracy test at 0.08675 inches.